Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed by priming the device and allowing the device to flow. The flow stopped shortly after the beginning of the test. The reported condition was verified. Microscopic inspection of the flow restrictor revealed the cause of the no flow problem was due to drug crystallization blocking the fluid path inside the lumen of the glass capillary. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that after seven days, the device was not empty. The device had been filled with 55.1ml fluorouracil and 29.9ml unspecified diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.